Event description:
Literature was reviewed regarding: "comparison of embolization using coil versus coil and ethylene vinyl alcohol copolymer in pelvic venous disorders." The objective was to evaluate the clinical outcomes and the respective advantages and disadvantages between patients treated with coils alone and those who received a combination of coils and ethylene vinyl alcohol copolymer (onyx), focusing on symptom relief and safety. The time frame of this study was: january 2022 to april 2024. The following medtronic devices were used: onyx, concerto coils, rebar catheters. No deaths were reported in the study population. Among patient adverse events included: one major complication with a patient treated with concerto coil experienced coil migration to the lung, 7 minor extravasation 6 access site hematoma 8 experienced pain 3 fever no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported all the products used in the study are medtronic products. None of the adverse outcomes we observed are related to medtronic or its products.